Event description:
The customer reported the alarm will not sound when attached to the sensor. Customer does not know how old the sensor is and is not sure if there are folds or creases in the pad. The customer did not provide the date when discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned product did not confirm the reported issue, the unit powered on and passed all function tests. However, the battery springs are severely bent. The aqualert moisture indicator label shows exposure to moisture and there is a white powder residue along the bottom of the unit. Note: the instructions for use has a statement: the posey sitter select is an electronic device. It may fail to work if subject to severe shock, such as being dropped, or immersed in liquid. When replacing batteries; hold alarm vertically upside down to prevent battery spring from bending during battery installation. Remove any alarm from use and sent to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. Insert four (4) new "aa" alkaline batteries. Take care not to damage battery contacts. (B)(4).